Manufacturer narrative:
(B)(4). Concomitant devices - nexgen stemmed cemented precoat tibial component size 7 catalog #: 00598005701 lot #: j7032591. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that during knee arthroplasty while the surgeon was inserting the articular surface, the device would not seat on the tibial tray. Another articular surface of a larger size was successfully implanted. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the locking features to be flared out and compressed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. A summary of the investigation was sent to the complainant conveying observations from the completed investigation, proper surgical technique and use of the device if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.